Event description:
It was reported there was a serious programmer problem. The programmer was returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer powers up with a system error. It was also noted that (B)(4) tests out of specification due to clipped speaker wires and the system fan was noisy.